Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b3. B5, d11: updated concomitant devices. B5: additional information. D11: added therapy date. E1. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during procedure when surgeon entered the cannulated drill bit over the guide wire, the old blood and bone came pouring out the cannulated drill. Concomitant device reported: guide wire (part# unknown, lot# unknown, quantity# 1); hcs (part# l000583, lot# unknown, quantity# 1).

Manufacturer narrative:
This report is for an unk - drill bits: trauma/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Occupation: synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during the surgery on (B)(6) 2019, surgeon entered the cannulated drill bit over the guide wire. Blood and bone came pouring out the cannulated drill. Some of the old blood fell into the open wound of the patient on the operating table. Patient outcome was unknown. Concomitant device reported: unknown guide wire (part # unknown, lot # unknown, quantity # 1). This is report 1 of 1 for (B)(4).